Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 48 mm synergy xd drug-eluting stent was advanced and deployed for treatment. However, after the stent was post dilated, a proximal edge type b dissection was noticed via imaging. Another stent was deployed to cover the dissection and the procedure was completed. The patient was stable post procedure.